Manufacturer narrative:
H10: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set snapped at the junction of the injection port that was closest to the patient. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.